Manufacturer narrative:
The stm replaced the helium access panel (0333-00-0245-02) then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the helium access panel for the cardiosave intra-aortic balloon pump (iabp) was observed to be damaged/cracked. It was noted that the iabp unit involved is a rental unit. There was no patient involvement reported.